Event description:
Approximately six months after implantation of a 3 x 15mm palmaz genesis stent in the left superior vertebral artery, the pt experienced restenosis in the same artery. The pt described the restenosis as a "blockage in the stent". He was hospitalized and treatment included ballooning the palmaz genesis stent and discontinuing aggrenox. No additional stent was implanted. The pt was discharged home and was started on aspirin. After an unk duration after the ballooning of the stent, the pt underwent an unk test to determine if there was blockage. He was told the stent was fine. Approximately 2 yrs after stent implantation, the pt experienced numbness in the right hand. No treatment was performed and the numbness resolved. The pt followed up with his physician and was told the right hand numbness was not related to the stent.

Manufacturer narrative:
The product is not available for return. Additional info will be submitted with 30 days from receipt.